Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2018, this patient underwent a total right knee replacement surgery and was implanted with a now-recalled exactech truliant device in her right knee. Following the surgery, she began experiencing increasing pain, buckling, swelling, and inflammation. These symptoms impacted the patient's mobility, resulting in a severe limp. Patient also experienced a constant sensation of the parts in her knees shifting. In june of 2022, they received a recall letter regarding the truliant devices that were implanted in her. On (B)(6) 2022, patient reported to her physician with complaints of worsening pain and swelling of her knees and increasing episodes of buckling. Her physician explained that ¿issues with femoral loosening¿ of the recalled implants are ¿not easily seen on xrays,¿ but that he suspected she "is likely dealing with loose femoral components as well as possibly synovitis related to early polyethylene wear due to the recalled inserts.¿ with continued symptoms of knee pain, swelling, and the inability to bear weight, the patient agreed to potentially undergo a right knee revision surgery in the coming months. Historical record & smartsolve searched for sn/patient name with no results. Unable to locate initial surgery in ebi. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d2a, d2b, d4, d5, g3, g4, h4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.